Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint and identified non recoverable 1126 errors pointing to cannula sensor on the universal surgical manipulator (usm). The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 1162. Usm was then tested on the test platform where it failed check cannula test. Inspection was performed on the axes controller spar (acs) and cannula where it was discovered that the axes controller spar button 3 (acsb3) printed circuit assembly (pca) had signs of contamination. The spar rocker switch assembly will be replaced as a fix to the reported problem. The acsc pca and flat flex cable (ffc) will be replaced as a precaution. This complaint is being reported based on the following conclusion: the customer had alarming sounds after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced a fault noise from the system. The customer stated that the system was alarming with no errors codes. Prior to calling the technical support engineer (tse), the customer rebooted the system to resolve the error. The tse reviewed the live logs and did not note any error. The tse was unable to view previous power cycle logs due to system could not upload logs. The customer docked the system and continued with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.